Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2013-13338 and 13339. It was reported the patient was no longer receiving effective stimulation and opted to have her entire scs system explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.